Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: insufficient information. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2021, mentor received a 460cc mentor smooth round high profile saline breast implant. No further information was received regarding this device. Therefore, mentor is conservatively reporting it.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on june 2, 2021. Device evaluation summary: a blind device received in the product evaluation lab received on 4/15/2021 and could not be associated with an existing complaint. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm hps dv 460cc returned device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).